Event description:
It was reported that pump experienced malfunction with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump before contacting technical support, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.